Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable and the patient electronic system sparked causing an electrical shock. No other injuries or adverse events were reported. The patient electronic system was replaced.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed functional damage to the power extension cable in the form of the dc jack connector partially broken off from the pvc overmold. Exposed frayed and broken internal wires were visible from this damaged area of the power extension cable. No visible damage was observed on any other returned cables and cords associated with power connections. No other discrepancies or discernible damage besides normal wear and tear could be identified on the returned material. No blown components, burnt areas, or any other residual effects that could have been associated with sparks were observed. No attempt was made to power on the unit using the power extension cable it was originally assembled with as a safety precaution to avoid an electrical hazard. Unit powered on successfully multiple times with the power supply connected directly to the main unit assembly. Unit powered on immediately when the power button was pressed. Sparks were never encountered when the unit was powered on. Manipulation of cables and cords for power at various areas while the unit was powered on produced no intermittent malfunctions or deficiencies. Unit went through diagnostic testing without any power malfunctions. Root cause of exposed wires resulting in the unit producing sparks concluded to be a damaged power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.